Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet developed a crack on the side while on a charger and the touchscreen became unresponsive, consistent with a mechanical damage event to the device housing and display. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included replacement of the ilet and instructions for data sync, shutdown, return of the original device, and re-setup of the replacement. Investigation included review of the user report and shipment tracking, with the device return pending. Investigation of this device revealed a damaged external enclosure and inoperative screen consistent with physical impact or stress, with no evidence of alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that user handling or external mechanical stress was the most likely cause.